Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high out of range impedance in both the pacing and high voltage portion of the lead. The lead was suspect of a fracture. The lead was programmed off until lead revision. The lead was revised and capped. A new lead was implanted. No patient complications have been reported as a result of this event.